Manufacturer narrative:
Clarion reported to lumenis on the adverse event. Multiple attempts were made by phone and emails to obtain; patient treatment settings, patient information, patient photos. No information was sent by the user facility. A lumenis service engineer inspected system and found that the device was well functioning. No malfunction was observed by the service engineer. He topped up coolant reservoir. Dusted and vacuumed inside of system (including all computer boards). Inspected and cleaned (if necessary) all optics. - ok. Verified vacuum pressure of hs handpiece. According to spec. Verified all power supplies and voltages. - ok verified heat exchanger calibration / current verification. In spec. Verified epi tip temp calibration. In spec. Verified epi temp current. In spec. Verified delta t temp calibration for hs hand piece. In spec. Verified delta t temp calibration for et hand piece. In spec. Verified energy calibration on hs handpiece. +- 10%. In spec. Verified energy calibration on et handpiece. +- 10%. In spec. Verified all safety circuits - ok verified full functionality of system. - ok verified energy output powers of both handpieces were within manufacturer specifications. Clarion attempted to receive the incident forms of the patient without a reply from the user facility. Thus, no clinical evaluation was done. While the information received to date does not confirm that a serious injury occurred nor a malfunction, because of the lack of information regarding the injury leaving a permanent impairment, the company is reporting the event to the FDA in an 'abundance of caution'.the root cause of the injury in not clear as no incident forms were sent. Should additional information become available, the complaint record will be updated accordingly and a follow-up medwatch report will be submitted.

Event description:
A foreign user facility reported to clarion on one (1) patient who sustained a burn of unknown severity to an unknown area following treatment with lightsheer duet hs/et laser. No report of serious injury or medical intervention has been received except for the initial report from clarion.